Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance (pli) being out-of-range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was noise on the rv channel that resulted in oversensing and a stored ventricular tachycardia (vt) episode. There no pacing inhibition noted. Ts recommended troubleshooting options for split configuration. Health care professional (hcp) noted that it will be monitored. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance (pli) being out-of-range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was noise on the rv channel that resulted in oversensing and a stored ventricular tachycardia (vt) episode. There no pacing inhibition noted. Ts recommended troubleshooting options for split configuration. Health care professional (hcp) noted that it will be monitored. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker remains in service.